Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high"; although a specific value was not provided; cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 9/24/25 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally it was found that the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support educated the customer on insulin labeling.